Event description:
It was reported that the ilet user unintentionally navigated to the fill tubing function while connected to the infusion set after pausing and attempting to resume insulin delivery but did not initiate a fill since the press-and-hold action was not performed. There were no reported symptoms or adverse clinical effects. Outcomes included successful resumption of therapy after education without alerts, alarms, or further intervention. Investigation included troubleshooting and user education on disconnecting before filling and safely completing the tubing fill. Investigation of this case revealed user error in procedure execution and device use, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device operation.